Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the emergency department with heart rates below the lower rate of the defibrillator. The remote transmission did not confirm this complaint and follow up attempts were unsuccessful. The device is still in use. No patient complications were reported as a result of this event.